Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the foley catheter fell out of the patient soon after the placement. It was noted that water was not unable to inject.

Manufacturer narrative:
Upon further review, bd has determined that this MDR was reported in error as it was found to be a cascading failure of an event previously reported. H11: section a through f - the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the foley catheter fell out of the patient soon after the placement. It was noted that water was not able to inject. As per investigator mail received on 23dec2022, it was found that the interhuman leak on the sample that cause balloon deflated and catheter fell out from patient. The catheter was unable to inflate due to lumen-to-lumen leak and when water was injected to inflate catheter, water leak at drainage lumen and cause non-inflation.